Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all testing.

Event description:
It was reported that the ventilator bottom display was erratic. There was no patient connected to the device.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.